Event description:
The patients ipg became inoperable due to the patient undergoing a 3t MRI against IFU instructions.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. As received, the ipg was in MRI mode. Per event details, the ipg became inoperable following an MRI procedure using a 3.0-t MRI system. Clinician¿s manual, MRI procedure information (arten600266404 rev a), contains information regarding potential adverse events that may affect the operation of the ipg. It states that only 1.5-t mris are approved for use as 1.0-t and 3.0-t MRI systems have not been tested and could cause device damage and excessive heating of the implanted components. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the device analysis findings, this event is not included in fsca 1627487-07/07/2023-001-c as the device was damaged by user error and was not stuck in MRI mode.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. As received, the ipg was in MRI mode. Per event details, the ipg became inoperable following an MRI procedure using a 3.0-t MRI system. Clinician¿s manual, MRI procedure information (arten600266404 rev a), contains information regarding potential adverse events that may affect the operation of the ipg. It states that only 1.5-t mris are approved for use as 1.0-t and 3.0-t MRI systems have not been tested and could cause device damage and excessive heating of the implanted components.

Manufacturer narrative:
Correction: section d6b - date of explant should have been " (B)(6) 2024" instead of " (B)(6) 2024" in additional report 2. This correction is reflected in this additional report 3.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg as explanted and replaced with no complications.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023.

Event description:
It was reported that the patient's ipg was unable to connect to external devices after an MRI. It was noted that the ipg was set to MRI mode. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.